Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4). Implanted: (B)(6) 2013, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd:25-aug-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving fentanyl (1000 mcg/ml) via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient was being taken into surgery today for a catheter revision and during the case the medication in the pump was going to be changed. The plan was to unhook the catheter from the existing pump; aspirate and revise the catheter; perform a back table prime of the existing pump to clear the old medication while the catheter was being revised; hook the pump to the revised catheter; and then prime the new revised catheter. Additional information was received on (B)(6) 2021 from the hcp and the patient via the company representative who reported that during the procedure, only the pump segment of the catheter was revised. Per the reporter, in her conversation with the patient prior to the procedure, the patient reported that he wasnt getting the same efficacy. His pain doctor did a dye study and they were unable to aspirate during the dye study which led him to the catheter revision. It was noted that the cause of the catheter not aspirating was related to the pump segment because the surgeon was able to aspirate and had good flow from the spinal segment.